Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: (B)(4); model: sc-2218-70; serial: (B)(4); batch: 15741238.

Event description:
It was reported that following an ipg replacement procedure (MFR. Report number: 3006630150-2020-02443), the patients leads had migrated. This was confirmed via x-ray. The patient underwent a revision procedure wherein the leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted leads were not returned.